Manufacturer narrative:
(B)(4): the customer reported a failure to acquire 12 lead ECG. There is no report of pt involvement. The device was sent to the philips bench for evaluation. The reported 12 lead ECG issue could not be reproduced. The device passed all testing and was returned to the customer site. We are unable to determine the cause of the reported issue as the symptom could not be reproduced.

Event description:
The customer reported a failure to acquire 12 lead ECG. There is no report of pt involvement.